Event description:
Pt reported experiencing elevated blood glucose (437 mg/dl). Pt indicated that she changed the cartridge and the device emptied the entire cartirdge. Pt indicated that the buttons were not responding. Pt indicated that she did not receive an error message. Pt indicated that she believed the device did not deliver insulin correctly. Pt indicated that she replaced the batteries and retracted the piston rod. Pt indicated that she attempted to prime the device and it made a grinding noise. Pt did not reported requiring med assistance to address this issue.